Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was down. The field service engineer (fse) replaced the module board and drawer board, and all components were checked with cables reseated. Fse replaced latch for drawer 2 and performed functional tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on a black screen. The customer stated that the user was unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.